Event description:
Insertion of gastrostomy device in 2009. The patient went to theatre the following day for a laparotomy. At this time, it was noted that the stomach was 7cm from the abdominal wall. The consultants feel that it is almost as if the cope anchor sutures have stretched.

Manufacturer narrative:
Lot nunber not provided by the reporter. Expiration date unk as lot is unk. Evaluation: still under investigation at this time.